Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a power unit failure. In addition, an impact on the rear panel of the device was noted. The probable cause of the defect was related to wear/tear and poor handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source lamp fails to light up. During a standard service inspection of the customer returned device, the lamp failed to light up. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the lamp failed to light up because of a faulty power supply unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.